Event description:
It was reported that insulin pump was not working properly. The customer has high blood glucose. The blood glucose reading was 389 mg/dl. Customer treated with manual injection. Customer has moderate ketones. The blood glucose reading would not go down. Customer stated that the insulin pump did not alarm no delivery, customer found a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.